Event description:
It was reported by the patient that one week after thyroid surgery, the patient developed an infection. Patient was referred to an infectious disease physician. Patient reports that patient was then hospitalized for 5 days due to infection.